Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off of the device and the piece fell into the patient. The surgeon could not find the blade even after x-raying. Unknown how the procedure was completed. There was no adverse consequence to the patient. Patient information was requested but not provided.